Manufacturer narrative:
The field service representative (fsr) verified the reported complaint through log analysis. The log showed a flow problem on two occasions. The fsr replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'gas system needs service' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 10 minute delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) electronic patient gas system (epgs), whereby they got a 'gas system needs service' error. The problem occurred before cpb, but after priming, which resulted in a 10 minute delay in starting the surgery while the unit was changed out. There was no blood loss, and the procedure was completed successfully with no adverse event.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed 'gas system: knob adjust only' and 'service gas system' messages to appear during release testing of the suspect electronic patient gas system (epgs). This occurred when the pst set the flow rate setpoint to high at 9.00 liters per minute (l/min). He also noted that the local control knob for the flow was not smooth when turning. During testing at the service center, the service repair technician (srt) did not duplicate the reported complaint. He replaced the stepper motor and reconditioned the epgs. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.